Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, hydromorphone, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that on december 2nd, they went in for their monthly refill. At the visit, they told their healthcare provider (hcp) that it wasn¿t working as well as it used to, so at the refill they were told that it would be upped 20%. The next day, after the dose increase, the patient stated they were comatose, and an ambulance treated them with narcan on the way to the hospital. The patient stated, ¿they pulled me out of it, but I nearly died¿. While they were in the hospital with the overdose, another hcp came by and seemed shocked at how high of a dose the patient had been given. They saw that same hcp the following wednesday and he gave them a dramatic underdose and it was not doing the job at all. The patient stated they had to go to boarding care so someone could take care of them. The patient also stated that they thought they wanted to go back to their original hcp because they couldn¿t handle the underdose and needed some relief. Per the patient, their current hcp also prescribed 25 mcg fentanyl patches, but they didn¿t begin to cover what the patient used to get with the pump. The agent offered physician listings, but the patient declined stating they already had that and that they had called a 3rd doctor and they were going to see them but they needed to see their 1st doctor¿s notes from the past couple of years.